Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving bupivacaine 10mg/ml with an unknown total dose and morphine 20mg/ml with an unknown total dose via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported on (B)(6)2016 an alarm was heard/confirmed by telemetry. It was noted pump started alarming last night ((B)(6) 2016) and patient was admitted to the hospital. A critical alarm was occurring and was noted to be for low battery reset. It was noted patient was not feeling good, but rep was not aware of any specific symptoms. Rep was to follow up with hcp and planned to program pump so alarm intervals were at their maximum (2 hours for critical alarm and 6 hours for non critical alarm). It was stated rep was going to discuss situation with emergency room (ER) doctor and advise them to get in touch with managing hcp. It was stated that rep spoke with the hcp and they decided to program pump off. The password was provided and advised caller to send pump back for analysis after explant. It was later reported that the cause of the low battery reset was not applicable and when asked if the low battery reset and patient's symptoms had been resolved it was stated as not applicable.

Event description:
Additional information received on 2017-jan-05 from a healthcare professional (hcp) reported the cause of the low battery reset was unknown. It was noted the pump was turned off. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.